Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a clinical study reported that there was not an adequate pain relief. Interventions included an explant/replacement of the entire system on (B)(6) 2018 which was disposed of according to biohazard instructions. Imaging was performed which did not result in a disconnection or migration on (B)(6) 2018. The cause of the issue was not related to the device, therapy or implant procedure but occurred after a fall. Stimulation was not in the "painaria" anymore. The issue was resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event resulted in an in-patient hospitalization. The event was possibly related to the device or therapy and not related to the implant procedure. The patient fell and afterwards the stimulation was not in the pain area anymore. X-ray showed no migration of the lead. They tried to reprogram but they couldn't get coverage for the complete pain area anymore. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2018 clinical (for, sdy, hcp): information received from the healthcare professional (hcp) via a clinical study reported that there was not an adequate pain relief. Interventions included an explant/replacement of the entire system on (B)(6)2018 which was d isposed of according to biohazard instructions. Imaging was performed which did not result in a disconnection or migration on (B)(6)2018. The cause of the issue was not related to the device, therapy or implant procedure but occurred after a fall. Stimulation was not in the "painaria" anymore. The issue was resolved without sequelae on (B)(6)2018. No further complications were reported/anticipated.